Manufacturer narrative:
Patient information requested and all available information is included.

Event description:
The physician ordered pca dilaudid, dose of 0.1mg, lockout 15 minutes. The concentration in the syringe was dilaudid 5mg in 25ml (equals 0.2mg per ml). Data from the device log revealed that the user selected the _mg/_ml choice instead of the standard 5mg/25ml concentration that had previously been programmed. The user then programmed the pump for a concentration of 0.2mg per 25ml. This resulted in the patient receiving 12.5 ml (or 2.5mg of dilaudid) per pca dose request. The patient received 10 mg of dilaudid over 2 hours and 20 minutes. The patient was barely rouseable, received one dose of narcan 4mg IV and was possibly sent to the ICU for observation for several hours (this was reported by vicki bowle, director of pharmacy but could not be confirmed by the risk manager). Long term outcome - patient was discharged from hospital.